Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition of approximately two seconds. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the physician suspected that the noise was caused by electromagnetic interference (emi) and not a device issue. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had additional episodes with noise, oversensing and pacing inhibition. There was approximately 2 seconds of asystole, but does not appear to be greater than 2 seconds. The patient has an escape rhythm of 30 beats per minute. Technical services discussed the noise appears to be from an electromagnetic interference (emi) source. The health care professional (hcp) noted the patient denies any emi sources or procedures at the time of the episodes. It was noted the lead measurements were stable and within normal range. Technical services recommended isometrics and pocket manipulation. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that additional episodes of rv noise and oversensing were observed. This resulted in pacing inhibition with asystole of approximately four seconds. There was also brief noise on the shock electrogram (egm). It was again noted that the noise appeared to be from emi artifact; however, this was not confirmed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.